Manufacturer narrative:
Additional device information: unique identifier (UDI) # n/a. Concomitant medical products and therapy date: detail of product: item name: metasul taper liner, item #: 00877001136, lot #: 2520078. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Clinical study reported that a patient underwent revision surgery due to pian.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to pain event description: it was reported that a 71 years old male patient had metasul head - metasul taper liner implanted on (B)(6) 2012 and revised on (B)(6) 2018 due to pain. Patient is reported to have polyneuropathy and had 4 times spinal surgery. Review of received data: ap view pelvis and lateral view left hip x-rays dated (B)(6) 2017 do not reveal any abnormalities related to the liner or head. X-rays dated (B)(6) 2018 are recorded after the revision surgery and do not reveal any info regarding the reported event. Revision surgery notes dated (B)(6) 2018 received in finnish language is reviewed. It states that the patient has a non specific persistent pain. It has been studied extensively and hence no clear reason has been found. Liner and head were revised during the surgery. No obvious failures identified during the surgery related to the explanted items. Biolox 36/+7 head and xlp olblique were replaced. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Conclusion: no products were received to investigate the reported event further. Revision surgery report does not state any deficiencies related to the explanted items. Therefore it is not possible to do a meaningful analysis of the complaint. Review of the device history records for the products did not identify any deviations or anomalies related to the event. 2 ncrs found in the DHR reviews of the metasul head and metasul taper liner related to the damaged surfaces, however, those affected items were scrapped. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).